Event description:
Pursuant to info recieved from another co the pt was implanted with a smooth gel on 11/1/84. Subsequently, it was noted that that the pt had developed auto-immune symptoms. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.